Manufacturer narrative:
Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, a star drive (tm) screwdriver t15 was observed broken. There was no patient and procedure involvement. This report is for one (1) star drive screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the stardrive(tm) screwdriver t15 (p/n: 314.115, lot: 5002573) was received showing the phenolic handle darkened/discolored and nicked/chipped/cracked. The phenolic handle is susceptible to becoming brittle and darkened after repeated thermal/sterilization/reprocessing cycles. The darkened/worn/nicked handle is a potential end of life indicator of the instrument from normal wear, use and reprocessing. The observed/investigated instrument conditions are unrelated to the reported complaint condition of broken, as the device was returned intact, nothing was broken into two or more pieces, and fully functional, no issues were observed with the stardrive tip. The complaint is unconfirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part#: 314.115, synthes lot#: 5002573, supplier lot#: na, release to warehouse date: 25 may 2005, manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.